Event description:
It was reported that the patient had a ventral hernia with the etiology noted as a worsening/exacerbation of a preexisting condition. Patient symptoms of mild pain to area over the last several months with exertion with the pain more prominent lately. Intervention for the hernia was reported as a surgical treatment of a ventral herniorrhaphy with mesh prosthesis performed on (B)(6) 2013 which required in-patient hospitalization. The patient outcome, as of (B)(6) 2013, was reported as resolved without sequelae. Additional information confirmed that the patient was admitted to the hospital from (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v579919, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).